Manufacturer narrative:
Section a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens was upside down when surgeon implanted the lens. The scrub felt stiff when pushed the plunger at the first. Additional information stated that the surgeon turned it around to reposition the lens as the lens flipped over. There is no report of injury. No other information is available.